Event description:
I have used this product for many years and only once before had trouble with a fitting. I follow the instructions to the letter. This time the two plastic layers partially separated on the first piece. The second piece stayed together but is not an ideal fit. Why trouble now?

Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer, and no lot number info was given so an evaluation cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as result of delamination.